Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coil, on the left hand side, left pieces of the coil in my uterus which caused residual pain'), fallopian tube perforation ('migration/fallopian tubes'), device expulsion ('left pieces of the coil in my uterus') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida and parity 4. Concurrent conditions included migraine, asthma, muscle spasms, vertigo and multiple allergies. Concomitant products included procaterol hydrochloride (pro-air) for asthma, aluminium hydroxide;dicycloverin hydrochloride;magnesium oxidum leve (dicyclomine co) for irritable bowel syndrome, tizanidine hydrochloride (zanaflex) for muscle spasms, benzalkonium chloride (claritone) for vertigo as well as ibuprofen, paracetamol (tylenol) and topiramate (trokendi xr). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/residual pain"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("infection, (bladder/urinary tract/vaginal)"), urinary tract infection ("infection, (bladder/urinary tract/vaginal)"), cystitis ("infection, (bladder/urinary tract/vaginal)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety and depression"), depression ("psychological or psychiatric problems condition: anxiety and depression"), abdominal pain lower ("lower left quadrant pain"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and complication of device removal ("left side removal of coils consisted of the pulling of the coil from the top of my uterus/the coil, on the left hand side, left pieces of the coil in my uterus"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral) and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, abdominal pain, anxiety, depression, vaginal discharge, abdominal pain lower, irritable bowel syndrome and complication of device removal outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, fatigue, alopecia, migraine, headache, weight increased, vaginal haemorrhage, vaginal infection, urinary tract infection and cystitis had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, complication of device removal, cystitis, depression, device breakage, device expulsion, fallopian tube perforation, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: it was reported that she had salpingectomy (bilateral). She received treatments for events migration, perforation: fallopian tubes, fatigue, hair loss, migraines, headaches, weight gain. Date of removal updated from (B)(6) 2019 00:00 to (B)(6) 2018. Current weight: 183 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received-new events added- the coil, on the left hand side, left pieces of the coil in my uterus which caused residual pain, device expulsion, vaginal bleeding, menorrhagia, genital bleeding, vaginal infection, urinary tract infection, bladder infection, anxiety, depression, vaginal discharge, lower left quadrant pain, irritable bowel syndrome and complication of device removal. Event outcome of pain, infection, bleeding was updated from unknown to removed resolved. Reporters information was added. Concomitant drug and condition was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/fallopian tubes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain and abdominal pain outcome was unknown and the menorrhagia, fatigue, alopecia, migraine, headache and weight increased had resolved. The reporter considered abdominal pain, alopecia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: it was reported that she had salpingectomy (bilateral). She received treatments for events migration, perforation: fallopian tubes, fatigue, hair loss, migraines, headaches, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: reporters details updated and patient demographics and laboratory data were added. Essure indication updated. On (B)(6) 2019, she explanted essure. Injury events was updated to pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), migration/ perforation: fallopian tubes, fatigue, hair loss, migraines, headaches, weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coil, on the left hand side, left pieces of the coil in my uterus which caused residual pain'), fallopian tube perforation ('migration/fallopian tubes') and device expulsion ('left pieces of the coil in my uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Concurrent conditions included migraine, asthma, muscle spasms, vertigo and multiple allergies. Concomitant products included procaterol hydrochloride (pro-air) for asthma, aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co) for irritable bowel syndrome, tizanidine hydrochloride (zanaflex) for muscle spasms, benzalkonium chloride (claritone) for vertigo as well as ibuprofen, paracetamol (tylenol) and topiramate (trokendi xr). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (genral)"), pelvic pain ("pelvic pain/residual pain"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("infection , (bladder/urinary tract/vaginal)"), urinary tract infection ("infection , (bladder/urinary tract/vaginal)"), cystitis ("infection , (bladder/urinary tract/vaginal)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety and depression"), depression ("psychological or psychiatric problems condition: anxiety and depression"), abdominal pain lower ("lower left quadrant pain"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and complication of device removal ("left side removal of coils consisited of the pulling of the coil from the top of my uterus/the coil, on the left hand side, left pieces of the coil in my uterus"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, abdominal pain, anxiety, depression, vaginal discharge, abdominal pain lower, irritable bowel syndrome and complication of device removal outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, fatigue, alopecia, migraine, headache, weight increased, vaginal haemorrhage, vaginal infection, urinary tract infection and cystitis had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, complication of device removal, cystitis, depression, device breakage, device expulsion, fallopian tube perforation, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: it was reported that she had salpingectomy (bilateral). She received treatments for events migration, perforation: fallopian tubes, fatigue, hair loss, migraines, headaches, weight gain. Date of removal updated from (B)(6) 2019 00:00 to (B)(6) 2018 current weight 183 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Imaging procedure - on (B)(6) 2012: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.